Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse verified that the unit would not recognize ac power. The fse resolved the issue by turning the power supply switch on. The fse performed all performance and functional testing successfully.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) device will not come off battery mode. There was no patient harm reported.

Event description:
It was reported that during a routine inspection by the customer, the cs300 intra-aortic balloon pump (iabp) device will not come off battery mode. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.